Manufacturer narrative:
(B)(4). Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the unit does not register the tidal volume reading on the screen. The customer reported there was no patient involvement.

Manufacturer narrative:
The part was returned for further investigation and co2 rebreathing was due to faulty air flow sensor pcba component u1.

Event description:
The customer reported that the unit does not register the tidal volume reading on the screen. The customer reported there was no patient involvement.